Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. The receiver charges and will boot, but it failed because of perpetual rebooting. The receiver case was opened for internal inspection and detached u1 pcba and passed. Downloaded the receiver log and it showed the receiver rebooted and did not recover after "user" shutdown". The root cause could not be determined as the allegation was not found.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/13/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.